Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins).it was reported that patient said the reason he met with rep for reprogramming was due to another issue with sciatic right leg and buttock pain. Health care professional (hcp) said patient has a broken port or paddle or contact. No further patient symptoms or complications were reported in this event. Additional information was received from the manufacturing representative (rep). It was reported that impedance contact #15 were outside normal limits. Rep stated they were made aware to them on (B)(6) 2018. Paresthesia coverage achieved despite this discovery. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and the cause of the impedances being outside of normal limits could not be determined. They were able to achieve coverage by programming other contacts on (B)(6) 2019. No further complications were reported or anticipated.